Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). (B)(4) manufacture: the manufacturing location for this product is (B)(6). This site is an (B)(4) manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that IV set bn306 w/o bp 200c leaked. The following information was provided by the initial reporter: "there was a leakage from IV line. When customer flushed by normal saline, there was a leakage from IV line."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-03. H6: investigation summary: a sample was returned to sbdm, lot number is 2006101. Sbdm conducted visual inspection of the received sample, and found tear on the IV set tube. Initial investigation points to tear caused by tube extrusion process. House sample inspection: sbdm checked 30 house samples of the complaint product IV set bn306 w/o bp 200c, lot no. 2006094, 2006101 & 2006182), there was no defective product found in them. DHR review: sbdm review the manufacturing record, no abnormality observed. Customer complaint record review of complaint sample: sbdm review the customer complaint record of complaint sample, there is no similar issue of the same product from other customer. Root cause: from investigations, sbdm found tear on the received IV set tube and it seemed rough and not to be teared by sharp tool. Sbdm tried to find place that same issue is occurred in the extruding machine (water vessel, tube moving belt and coiling drum). And there is cutting point on the coiling drum. It is managed not sharply and there is possibility that cutting point was damaged on the one of drum and the tube was caught in the sharp point. Therefore, the tube was damaged. So the likely cause is that it is possible to be torn the IV set tube while the tube was coiling on the drum. However, the IV set assembly line worker did not find the IV set tube torn and it caused this complaint case. H3 other text : see h10.

Event description:
It was reported that IV set bn306 w/o bp 200c leaked. The following information was provided by the initial reporter: "there was a leakage from IV line. When customer flushed by normal saline, there was a leakage from IV line."